Manufacturer narrative:
Analysis did not confirm the customer comment of noisy fan however the power supply was replaced as a preventive measure. Analysis did confirm the customer comment that the power cord bay was broken, and also noted that the stylus functioned only intermittently and that the keyboard latch and left keyboard hinge were broken. The power cord bay assembly, stylus, keyboard and keyboard hinge were all replaced and the overlay calibrated. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cooling fan was very loud and that its power cord bay cover needed to be replaced. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.